Event description:
It was reported that a dissection occurred. An agent dcb mr 2.25 x 20mm was selected for treatment of the target lesion. During the procedure after dilation of the balloon, a dissection was noted on the proximal part of the target lesion. A stent was used to cover the dissection successfully, and the patient fully recovered.

Manufacturer narrative:
Device evaluation by MFR: the device was not analyzed as it was not returned to the complaint investigation site. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Dissection is listed as known potential outcome of the procedure and use of this agent device and is outlined in the instructions for use. This investigation is assigned a most probable investigation conclusion code of known inherent risk of the device.

Event description:
It was reported that a dissection occurred. An agent dcb mr 2.25 x 20mm was selected for treatment of the target lesion. During the procedure after dilation of the balloon, a dissection was noted on the proximal part of the target lesion. A stent was used to cover the dissection successfully, and the patient fully recovered.